Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic tore off during implantation. The lens was cut into pieces when it was explanted. The incision was enlarged and sutures were needed. There were no other patient injuries. The model and lot numbers of the cartridge and injector were not specified by the facility.